Event description:
It was reported to boston scientific corporation that a segura hemi basket was used on an unknown date. A segura basket broke during its use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to 09/01/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of basket wire break.